Event description:
It was reported that the patient underwent a procedure to remove this inflatable penile prosthesis (ipp) due to unspecified performance issues and patient desire for a new device. The existing system was explanted and replaced with a new ipp. There were no patient complications reported.